Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation with rapid ventricular response. The physician chose to explant this ICD due to inappropriate therapy delivered. A medtronic cardiac resynchronization therapy defibrillator system was implanted to complete the procedure. This ICD has been returned but analysis has not been completed at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation with rapid ventricular response. The physician chose to explant this ICD due to inappropriate therapy delivered. A medtronic cardiac resynchronization therapy defibrillator system was implanted to complete the procedure. This ICD has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.